Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-u - corrected brand name: base unit servo-u d4 ¿ version or model #: - previous version or model #: servo-u - corrected version or model #: 6694800 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). It was reported that the device failed the flow transducer test during the pre-use check. Our field service engineer investigated the unit on-site. During troubleshooting, the expiratory channel printed circuit board (pcb) was replaced, and the software was updated. This did not resolve the reported issue. Upon further inspection, it was found that the air gas module was faulty. After replacing the air gas module, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the failed flow transducer test. The air gas module, along with its nozzle unit, was returned for further investigation. The returned gas module was placed inside a test system to further assess the functionality of the part. Here, the test failed on some subtest due to the nail value being out of specification, likely due to a sticky membrane in the nozzle unit. To further analyze the stickiness of the membrane, mechanical force was applied to the spring in the nozzle unit. When applying the force, it became evident that the spring got stuck to the membrane, causing a delay in release. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used to regulate the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it, thus causing a delay in release. The root cause for the membrane stickiness is unknown. According to the received device logs, it was possible to see that preventive maintenance was performed in accordance with preventive maintenance instructions. Therefore, the cause of the stickiness is likely early wear of the membrane. The air gas module regulates the inspiratory gas flow and gas mixture. A faulty gas module may lead to ventilation stoppage, low o2 levels, or high pressure.

Event description:
Manufacturer's ref: (B)(4).